Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, two photos were provided and reviewed. The second photo show partial view of drainage catheter and thread was noted on the hub. A compete break was noted on the catheter hub and broken piece was missing. Therefore, the investigation is confirmed for the reported drainage catheter connector fracture and material separation for the second device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound-guided percutaneous drainage catheter placement procedure using a navarre universal drainage catheter. Post the procedure on mar 02, 2026, the drainage catheter connector hub was allegedly broken completely. There was no reported patient injury.